Manufacturer narrative:
The devices were discarded by the customer. Without the return of the products, it is not possible to determine if damages or defects existed on the products. No actions will be taken at this time. The lot numbers were not provided; therefore, a review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use no cci/cco readings were displayed or remain fixed (not changing with patient's vital signs) when using these catheters. New catheters were placed and the problem was solved. No patient injury. This event occurred 5 times of unknown date. Devices discarded. No demographics provided as this was prior to use.